Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, rf telemetry was lost and unable to be established while still in the box. Several attempts to move the antenna and the device away from other equipment were performed, but unsuccessful. Another attempt to interrogate was performed, but unsuccessful. It was noted that wand telemetry was successful, but not rf telemetry. The device was not used and another was implanted instead.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of an inability to communicate was confirmed in the laboratory. The device was tested on the bench and a firmware anomaly was noted. The cause of the field event was due to a firmware anomaly.